Event description:
The customer reported a leak at the end of an apheresis procedure, when the operator detected blood on the back side of the patient's wrist, and mostly dried blood was also present at the injection site. Per the customer, the paper on the chair arm below the donor's arm was stained. No medical intervention was necessary for this event. The customer declined to provide patient information. The disposable set is unavailable for return because the customer discarded it. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information. .investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: this disposable set was unavailable for specific root cause analysis. However, the description of the leak indicates that this is likely related to a defective part from the vendor that occurred during assembly. Corrective action: terumo bct's staff were made aware of this incident. A 100% inspection and sort of the needle-less access components has been implemented to reduce the occurrence of these leaks. The vendor was also made aware of this incident and actions are in progress to improve the molding process.